Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl to 500 mg/dl at the time of incident and the other blood glucose level was 463 mg/dl and 436 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that they got calibrated now 6 times and it never would turn yellow. Customer states the cannula was bent. The insulin pump will not be returned for analysis.